Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 256 mg/dl at the time of incident. The customer¿s current blood glucose value was 476 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer stated that they experienced onset of diabetic ketoacidosis. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information has been updated and provided in this report. The information related to event date has been updated and provided in this report.

Event description:
Customer did not say they had diabetic ketoacidosis.